Event description:
It was reported that the guide wire of the long-term dialysis catheter allegedly stuck in the introduction needle and could not be advanced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: per the complaint history review (chr), this is the second complaint reported for this lot number. A DHR review is required. Based upon the severity level and lot quantity, the number of events is within the acceptable quality levels (aql). Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one introducer needle and guide wire from a 14.5 fr d/l equistream hemodialysis x19 cm str catheter with surecuff kit. Were returned for evaluation. Gross visual, microscopic visual and tactile evaluations were performed. The investigation is inconclusive for guide wire unable to be advanced through introducer needle, as functional testing could not be performed without disturbing the evidence. However, the investigation is confirmed for broken/unraveled guide wire, as the sample evaluation revealed that wrapping wire was stretched and unraveled. The core wire was found broken proximal to the introducer needle hub and a portion of the core wire was not in contact with the wrapping wire. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 10/2019).

Event description:
It was reported that the guide wire of the long-term dialysis catheter allegedly stuck in the introduction needle and could not be advanced. There was no reported patient injury.